Event description:
It was reported that the patient experienced pain in the left shoulder. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 52.7 cm to 53.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.